Manufacturer narrative:
Unit passed displacement test, active current measurement, and selftest. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. (B)(4).

Event description:
Information received by medtronic indicated that the customer was changing out batteries every few days. The customer had called three days ago and still had the same issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.